Event description:
Customer reports that act buttons was not responding. Customer attempted to change batteries and received a battery out limit alarm. Customer's blood glucose was unknown. Customer reports that insulin pump had moisture under display screen. Customer reports of riding a bicycle which exposed insulin pump to sweat. Customer also reports that there was a crack at the upper and lower corner of display screen. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. No moisture damage was found inside of the insulin pump.